Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased calcium result generated on the alinity c processing module for one sample due to the cuvette overflowing. Results provided: initial result = 4.8, and repeated at 9.2. No impact to patient management was reported.

Manufacturer narrative:
The field service representative deemed the likely cause for the issue was the tbg, alk nozzle to vacuum manifold as the tbg, alk nozzle to vacuum manifold was coming off the wash zone probe 2 due to the part being clogged. The wash zone probe 2 was cleaned and the tbg, alk nozzle to vacuum manifold was tightened, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the tbg, alk nozzle to vacuum manifold did not identify any trends. A review of the scorecard identified no similar issues related to the alinity c/clinical chemistry system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the alinity c processing module for sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.